Event description:
It was reported that while unloading a pt from the ambulance, the cot dropped a few inches and the pt allegedly sustained injuries. The details of the injuries are unk at this time. There was pt involvement and adverse consequences reported.